Event description:
Surgeon of the hospital reported that a pt came in with pain. He took some x-rays and observed that the nail was broken after 6 weeks.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.